Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that yesterday when the patient attempted to connect to implant for her monthly check and was not able to connect, only received the poor communication screen. Patient said that she replaced batteries. The circumstances that led to the reported issue were unknown. Reviewed how to sync with and without the antenna and patient tried a different set of new batteries as well. The issue was not resolved through troubleshooting. Patient confirmed uses lower setting about 1.6. Patient said that she saw managing hcp about 6-7 weeks ago and was told that everything looked good. An email was sent to the repair department. Patient to try to connect when receives replacement and if still unable to connect patient to make arrangements for device check at hcp office. Searched dart and diq and the newly implanted device for patient wasn't registered, and patient state the replacement took place before covid either in 2018 or 2019. Additional information was received on 2021-09-15  stating that  patient called in stating they received the replacement programmer and are still getting the poor communication screen. Recommended patient follow up w/ hcp to have device checked. No patient symptoms reported. No further complications were reported at this time.